Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is missing bolus information from the pump history. Customer's blood glucose was 100 to 300 mg/dl at the time of incident. Troubleshooting found that the customer's blood glucose information is not transferring properly from the meter to the pump. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board. The insulin pump received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with correct time and date and monitored three days with and programmed several bolus and delivered. All bolus delivered properly and were recorded in the bolus history and daily total history file. Also, the insulin pump communicated properly and recorded the value properly from glucose meter. The insulin pump was downloaded to carelink pro properly and all bolus delivered and blood glucose meter value were found at the carelink report. However, missing history data due to several displayable history check failed alarms at the alarm history file. Alarms due to a corrupted history file. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.